Manufacturer narrative:
Product ID 3889-28, lot# va0mrwj, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4). Lead model 3889-28, lot #va0mrwj, showed suspected body fluids in the lead 11.5 cm from the distal tip. It was noted that there was inadequate adhesive observed in #2 electrode slot. There were no shorts seen between circuits and the continuity was acceptable.

Event description:
It was later reported that the devices were not left in the patient and the event cause was not determined. It was stated that the patient was doing fine and receiving effective therapy. It was reported that while going from stage 1 to stage 2 a dark fluid got into the boot and lead. This information was already previously reported in regulatory report #3007566237-2014-03655 and additional information suggested it pertained to this event. Any additional information received will be sent in a follow up report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the lead component was placed, a visible amount of blood observed in the outer insulation. Specifically, when the lead was placed and the introducer was removed the physician estimated that 50 microliters of blood had penetrated the distal part of the lead (in the insulation) and had no idea how this happened. It was noted however, that the patient did have good motor response with the lead but it was recommended not to use it. The lead was then replaced where the patient got motor responses of 4 out of 4 but their therapy response was not known at the time of report. There were no patient injuries and the outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.